Event description:
The initial report indicated that upon withdrawal of the device positioning unit (dpu), the device separated from proximal section, leaving a distal portion within the parent artery.